Event description:
It was reported that the patient had been having trouble charging for a while. The patient stated she seemed to be having problems since she fell on (B)(6) and fractured her hip in three places and her right tibia. The patient met with the manufacturer¿s representative (rep) who helped her discover her implantable neurostimulator recharger (insr) antenna needed to be placed lower than her implant and eight bars were achieved. It was noted the patient stated it was awesome not to have a backache and the doctor was able to extend the stimulation to her legs. Additional information received from the rep. Stated that she did a device system check when she met with the patient and impedances were fine. She did a minor tweaking of the programming for the patient, but otherwise everything was o.k. It was noted she also saw the patient the second week of (B)(6) for a routine follow-up and she was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was charging more than expected. The device was completely full on thursday prior, and saturday afternoon, (B)(6) 2014, it stopped abruptly which was much sooner than it used to be. The patent checked the implantable neurostimulator (ins) battery level during the call and noted it was still showing 100% full. The patient saw the healthcare provider (hcp) and manufacturer representative the thursday prior, (B)(6) 2014, and they added a new program to determine if it would help with her legs.

Event description:
Additional information received reported the manufacturer representative saw the patient in the office the last wednesday prior and was able to provide the patient with good coverage to her back and legs. The rate was lowered to conserve charging intervals and they went over how to best locate the patient¿s batteries. The impedances were normal.